Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd nexiva single port 20ga 1.25in (1.1 mm x 32 mm) has been found experiencing leakage during use. The following has been provided by the initial reporter: after catheter placement, leakage occurred from the root of the catheter then take it out from the patient.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs for evaluation. Bd received one used nexiva 20ga single port unit in a blister tray (bottom web) from the material number 383517, lot number 9106961. In addition, four photographs were also submitted which displayed similarities to that of the returned unit. Through the visual/microscopic evaluation, excessive damage to the tubing just above the wedge was observed. A water/air leak test was performed where leakage was observed coming from the nose of the catheter adapter. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect related to when the station is out of alignment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It has been reported that one bd nexiva single port 20ga 1.25in (1.1 mm x 32 mm) has been found experiencing leakage during use. The following has been provided by the initial reporter: after catheter placement, leakage occurred from the root of the catheter then take it out from the patient.